Event description:
Device registration form received via fax from regulatory affairs department on 4/13/2007. Reported that the graftmaster stent graft was not able to be deployed. Pericardial effusion and tamponade, pericardiocenthis were done. Then a 2nd graftmaster was used. The second devce was deployed covering the perforation. The patient experienced hypotension, acute cardio pulmonary decompensation possibly related to gi hemorrhage. The patient was irresponsive to plural isotopes. The patient had a dnr (do not resuscitate) order and died during the procedure. No additional event or patient information is available.

Manufacturer narrative:
Based on the review of the device history records, the device was in working order and left MFR in another country as per specifications. It was reported that the stent graft was not able to be deployed. The artery was rigid and there were areas of calcification, which could have inhibited the stent graft's ability to deploy. A second graftmaster was used on the procedure and was able to seal the perforation. However, the patient experienced hypotension, acute cardio pulmonary decomposition possibly related to a gi hemorrhage. The patient had a dnr (do not resuscitate) order. The device was not returned for investigation. Therefore, the cause of the non-deployment of the stent graft cannot be further investigated.